Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that insulin pump had getting very hot and cannot wear it on her skin. Customer's blood glucose value was 270 at the time of the incident and 217 mg/dl at the time of call. The customer's mother was declined with troubleshooting. The insulin pump was returned for analysis.

Manufacturer narrative:
Unit received with blank display anomaly due to moisture electronics. Unable to perform displacement, rewind, seating and basic occlusion due to blank display. Unit received with moisture damage noted on the motor, vibrator motor or battery tube assembly. Unable to verify low battery alarm or device heating up due to blank display. Unit received with cracked retainer, broken battery tube threads, cracked case at battery tube side, minor scratched display window, fading serial number label, cracked keypad overlay at select button, keypad overlay texture damage and scratched case.

Manufacturer narrative:
Device passed the displacement test, rewind, prime test, basic occlusion test and force sensor test. No unexpected insulin flow blocked alarm noted during testing. However, device received with high sleep current measurement due to corroded battery tube. No unexpected device heating up or overheating during testing. Device was monitor and no anomalies noted. The power management tool confirmed the unloaded voltage and loaded voltage was within specific range. No unexpected low battery alarm noted during testing or in the device trace download. (B)(4).

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0956-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.